Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing did not confirm a fluid leak, however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation ablation procedure, a fluid leak occurred. After placing the device in the patient, a fluid leak occurred. The device was replaced and the procedure was completed with no adverse consequences to the patient.